Event description:
Medtronic received information via literature regarding percutaneous coronary intervention (pci) prior to transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between december 2012 and january 2019. The study population included 235 patients (predominantly male, mean age 84 years, mean weight 76 kg). Multiple manufacturer¿s devices were implanted in the study population. Among all patients 17 or less were implanted with a medtronic corevalve, evolut r or evolut pro bioprosthetic valve delivered by the accutrak or enveo delivery catheter system (dcs). No unique device identifier numbers were provided. Among all patients, there were 9 deaths within 30 days and 30 deaths within 1-year follow-up. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, tavr procedural complications relating to the valve included: moderate to severe paravalvular leak (pvl), valve migration, complete heart block (chb) requiring permanent pacemaker, life-threatening bleeding, cardiogenic shock, coronary obstruction, ventricular tachycardia, ventricular fibrillation, myocardial infarction (mi), ischemic stroke. Additional complications relating to the delivery catheter system (dcs) included: vascular access complications and local dissection of the right iliac artery. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: patterson et al. Activation (percutaneous coronary intervention prior to transcatheter aortic valve implantation): a rando mized clinical trial. Jacc cardiovasc interv. 2021 sep 27;14(18):1965-1974. Doi: 10.1016/j.jcin.2021.06.041. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro valves. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.